Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate plus profile saline breast implants experienced tingling in hands all the way down to left arm, burning sensation in the left breast, fatigue, dizziness, low vitamin d levels, low b-12 levels, low white cells, hair loss and tiredness post procedure. Patient was seen by a physician who informed her that mentioned complications are not implant related. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-19134 for contralateral prosthesis report.